Manufacturer narrative:
One device was returned for repair with complaint of cassette sensor error. No alarms were present in the event log and all testing passed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Performed a visual inspection and verification testing. The downstream occlusion (seal) was damaged and replaced the dso seal. After repair, all functionality testing passed. Checked the event log and found no alarms concerning the cassette sensor. Probable cause unknown.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cassette sensor error. There was no patient involvement.